Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information reported the cause of the reported mechanical jam of the plunger could not be determined. Factors for mechanical jam of the plunger include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for possible causes. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate med/watch report number.

Event description:
It was reported that this was a venotomy closure of the left common femoral vein using a three prostyle device after an interventional ablation procedure with a 8.5f sheath. Reportedly, the plunger didn't work; therefore, the needles were unable to deploy with all three devices. A non-abbot device was used to achieve hemostasis. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.